Event description:
Pt's one touch basic meter was reported to have no power. This issue was not resolved with troubleshooting. Since the pt was not able to test on the meter, pt went to the doctor's office to check their blood glucose. There was no adverse event reported. No further clinical info was provided.